Event description:
It was reported that a ez35b was used during an unknown procedure. It was reported by the affiliate that the firing handle jammed after firing. The surgeon had to force open the handle. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.54968 endopath endoscopic linear cutter no conclusion could be reached on the analysis results as to why the instruments reportedly "jammed" during surgery. The instruments were returned in good physical condition. The instruments were cycled, fired, cut, and formed the staples within design specification. The instruments were disassembled to examine the internal components and no deformations could be identified. The instruments were fully functional and conforming to design specifications.